Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned unit was unable to duplicate slippage. The skull clamp is in good condition and the only issue observed was slight movement in the lock. Since patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with no other issues observed. General maintenance and cleaning were performed. Root cause analysis: the complaint is not confirmed for slippage. The clamp does have a little movement in the lock, but when the clamp is properly positioned and put under pressure, it does not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped and lacerated the patient. The torque knob failed and "popped" open. No additional information has been provided after several attempts.